Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, visual and functional inspection of the returned device was conducted during the investigation. The functional inspection of the returned device confirmed a pinhole leak was noted approximately 15.1cm from the proximal bond. The device is also provided with instructions for use (IFU), which states as a warning, "do not exceed rated burst pressure.1 rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded the cause of this event cannot be traced to the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = other healthcare professional- lead tech. Concomitant medical products: cook 4fr radial sheath, 0.014 hydro st wire, cook inflation device. PMA/510(k) number = k170193. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a left posterior tibial re-canalization procedure involving an (B)(6) male patient weighing (B)(6) with a history of below-the-knee occlusion, an advance 14 lp low profile balloon catheter ruptured. Pedal access was obtained with a 4fr cook radial sheath, and the balloon was advanced over a 0.014 inch cook wire guide. A cook inflation device was used to inflate the balloon with a 70/30 mixture of contrast (omnipaque 360) to saline. The balloon was inflated once for 30 seconds, deflated, and ruptured on the second inflation at 10 atmospheres. It is unknown if the balloon ruptured longitudinally or circumferentially. The patient's anatomy was reported to be severely calcified, however angulation and tortuosity were not reported. The balloon was not removed with a sheath. The procedure was completed successfully and there has been no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.